Event description:
The service report shows the customer reported that the 840 ventilator had a vent inop condition. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and replaced the inspiratory electronic pcb as precautionary action. The unit passed extended self testing.